Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up, excessive battery depletion was observed. The device was reprogrammed. The patient will be monitored.

Event description:
New information received notes that device change out to be scheduled for (B)(6) 2016.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.